Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (te pad placement faults) was confirmed. As received, the belt failed incoming therapy electrode (te) recognition testing. Upon evaluation, there was an open pulse wire inside the cable connecting the front te and ECG electrode a. The cause of the te pad placement faults is the open wire. The root cause of the open wire is excessive force placed on the cable. No adverse event resulted from the damaged cable.

Event description:
A us distributor contacted zoll to report that a patient's device was producing constant therapy electrode placement faults.